Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 400mg/dl. Customer stated that she had cortisone shots as well and had mild headache. Customer used insulin pump to treat high blood glucose value. The device will not b returned for the analysis.